Event description:
The customer reported that the tube on the system was defective. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the tube. The system operates as intended.